Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 395 mg/dl. Prior to the event, the customer woke up with contractions and elevated blood glucose levels. The customer stated that she changed the infusion set and treated with a bolus, but continued experiencing high blood glucose levels. During the time she was hospitalized, the customer also experienced a blank display on the insulin pump. Troubleshooting was performed, but the issue was not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. Unable to perform the functional testing due to the blank display. The insulin pump also had a missing end cap sticker.